Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was alarming high pressure when a smiths medical, cadd medication cassette containing treprostinil was attached. It was reported that troubleshooting was unsuccessful, the end user was able to self-mix a second cassette and begin the infusion. No adverse patient effects were reported. No additional information is available at this time.